Event description:
It was reported that the patient became unresponsive overnight. The patient was admitted to the hospital for treatment of delirium and placed on a narcan drip. It was noted that the healthcare provider's office was unaware of any recent changes to the pump. The device system was used to deliver bupivacaine and morphine. It was later reported that the narcan made the patient "slightly better." The cause of the unresponsiveness was unclear. It was noted that the patient was also getting methadone from a different physician. The pump was programmed to minimum rate.

Manufacturer narrative:
Concomitant products: catheter product ID 8598a, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).